Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that the fresenius 2008t hemodialysis (hd) machine had a volt low alarm during a patient's hd treatment. It was reported the patient was transferred to another machine in order to complete treatment. It was reported that the power supply was replaced and the issue reoccurred. The fresenius technical support representative advised the biomed to re-seat or swap the boards in the card cage, or to swap all remaining boards one at a time. Upon follow-up with the patient care technician (ptc), it was reported the volt low alarm occurred about 8 minutes into the patient's hd treatment. The patient was moved to a new machine and completed treatment successfully with new supplies. The patient's blood was rinsed back besides one of the lines and therefore the patient's estimated blood loss (ebl) was approximately 100 ml. The patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. Follow-up with the biomed confirmed that the circuit boards were refitted, which cleared the volt low alarms. There were no damaged parts found and no replacement parts were needed; therefore, no parts are available to be returned to the manufacturer for evaluation. The biomed confirmed that the machine is back in service without reoccurrence of the reported issue.